Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the beginning of a therapeutic endoluminal uretero-lithectomy, the plastic connector at the fiber started burning and produced a flame which 'stood straight out about five (5) cm from the fiber's plastic sleeve. The flame was extinguished with paper towels (closed around the flame). The procedure had an unspecified delay while the staff realized what was going on. The intended procedure was completed with a similar device. The generator did not shut down during the fire and the staff did not restart it either. There was no patient or user harm. This event includes 2 reports: (B)(6): tfl-sls, serial (B)(4). (B)(6): tfl-fbx200s, lot kr212626. This report is 1 of 2 for (B)(6): tfl-sls, serial (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the burning fiber could not be determined. Olympus will continue to monitor field performance for this device.